Event description:
It was reported that pt underwent total knee arthroplasty in 2003. The femoral component fractured after the pt sustained a fall. Subsequent revision procedure was performed in 2009. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Items requested to be returned. Current info is insufficient to permit a conclusion as the cause of the event. No further complications have been reported. If more info is received, a follow-up MDR report will be sent. Expiration date - unk. MFR date - unk. This report filed nov 6, 2009.